Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system is not working in irrigation/aspiration (I/a). Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and the reported event could not be replicated. The company service representative found the same handpiece was tried seven (7) times in the event log and suspected the customer had a non-conforming handpiece. The company service representative suggested the customer try a different handpiece and tag the non-conforming handpiece next time. The system was then tested and met all product specifications. The system was manufactured on august 26, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).